Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump had a keypad anomaly, motor error and battery out limit alarm. The customer¿s blood glucose was unknown at the time of incident. Customer stated that the insulin pump battery has to be replaced frequently and pump alarm could not be cleared because act button is not responding. No significant events leading to keypad anomaly were observed. Keypad anomaly troubleshooting was performed and confirmed that time is advancing. The customer states the motor error trouble shoot could not be completed since act button was not responding. The customer was advised to discontinue use of pump and revert to back-up plan. The insulin pump is being replaced and is expected to return for analysis.

Manufacturer narrative:
Pump was received with no button response due to flattened esc, act, down arrow and up arrow buttons dome switch. Inspected lcd connector and no unlocked connector noted. Unable to confirm battery out limit, battery power loss alarm anomaly or perform the self test and displacement test due to button keypad anomaly. Pump passed the stop current test.